Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a button error alarm and the customer was unable to clear it. Customer stated that she wears the insulin pump in her bra and may have been exposed to moisture. Customer's blood glucose reading at the time of the call was 177 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No moisture damage on electronics noted. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.